Event description:
It was reported that a spectrum pump had a malfunctioning keypad. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #0, #1, #2, #3, (.), #4, #5, #6, #7, #8 and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1(abc) key will occur following the selected key's function, interfering with the mdl parameters. The front case assembly with the failed keypad was replacing.